Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify when the ¿stapler¿s jaws were opened later on by itself¿? Physician dropped the red button down. Then he pulled the firing stem and pushed the button behind the stapler holder which opens the jaws. He repeated the process many times. After 10 minutes, stapler's jaw opened by itself. Did the jaws open to release the device from the tissue? After 10 minutes it opened by itself. If no, how was the device removed from the stomach tissue? How much blood was lost (ml)? Around 15-20 ml. Did the patient require a transfusion? During the operation, transfusion operation wasn't done. No further info about first day of post-op. Was there any patient consequence or change in the post-operative care of the patient as a result of the prolonged procedure or bleeding? The duration of hospitalization is extended. With the support of some medicals and close follow up, follow-up is done more seriously rather than other normal patient. It was reported that, ¿the duration of hospitalization is extended. With the support of some medicals and close follow up, follow-up is done more seriously rather than other normal patient.¿ was this due to the issues experienced with the long60a device or 15-20ml of blood loss? Please explain. The physician thinks that this happened due to long60a. Did the patient have any pre-existing conditions that contributed to the closer follow up and extended hospitalization? It was informed that there was no extra negative condition known to the patient what is the current status of the patient? The patient was discharged. It is still being followed intensively. Please explain what is meant by ¿with the support of some medicals and close follow up¿. The medications are unknown to the sales rep and the doctor is out of the office for 1 week. But the dr mentioned some medications including vitamin k were given to the patient. Also, drainage tube, body temperature, patient's consciousness and reactional status were closely followed up. The surgery room was maintained ready for a possible adverse event.

Event description:
It was reported that during mini gastric bypass operation, stapler jaws were locked on the stomach tissue and they didn't open. The case was dragged on for 50 minutes. After the efforts made to open the jaws, bleeding occurred on stomach small curvatura. The stapler's jaws were opened later on by itself. The bleeding was stopped with hemostats.